Event description:
Reporter stated that PICC found to be broken upon flushing the line via a t connector. There is no visible break but it's difficult as the line is so small. But [the break] appears to [be at] the end of the line that connects to a luer lock. The t connector was changed and the same issue encountered. Posiflow connected directly to line to assess area of leaking and same issue encountered - leaking at connection between luer lock device (tconnector x2 or posiflow) and PICC line. Line removed but not replaced as patient needed a break. Other info: 1.2 fr lumen PICC line placed without difficulty in right ac vein, no challenges encountered. PICC was too deep to be repositioned with several xrays before achieving adequate position.

Manufacturer narrative:
The sample was returned to the manufacturer for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.